Event description:
Reporter indicated that a magnet was used to inhibit stimulation during external defibrillation. Following the event, the magnet was reported to not stop seizures like it had in the past. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.